Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Consumer states he "has been cathing since (B)(6) 2025 with the ultram14c catheter. He just previously had pae procedure for his bph on (B)(6) 2025. He had a foley post op, it was removed after a few days and he ended up failing that voiding trial. He said a new foley was placed however he ended up getting a bad uti end of (B)(6) with shaking chills and fever from it. He said that was successfully treated his symptoms of that uti and removed and he started cic. He said since he started cic he has had 2 additional utis with his intermittent catheters following the first one post op with the foley. His symptoms post foley infection cleared with antibiotic treatment. Then end of (B)(6) 2025 he noticed he had cloudy urine that was foul smelling and a urine culture was checked which was positive for enterococcus and he was treated with macrobid. He said the antibiotic helped a lot to clear his urine cloudiness but not sure if it ever fully cleared up post treatment. He said he went into see his urologist last thursday because he had an episode wednesday night where he placed the catheter in him and urine sprayed out all around the catheter and it was hard to insert and uncomfortable. He was able to get in another catheter on his second try and he was able to fully drain. When he saw the urologist his post void residuals were low at about 125ml he said. His urologist advised him ok to drop down to cic 2-3 times a day (from 3 -4 x a day) as long as he stays below 500 mls with his cath'd voids post residual. He said a urine was checked as well in the office. He said his only symptom was cloudy urine and a little burning but nothing too alarming out of the ordinary. He said at times he feels like his meatus is closed shut and he has to pry it open a bit with the catheter. He said he just received an electronic message from his md that he should start levaquin antibiotic for a week as his urine culture isn't finalized but looking like he has another uti. He only suspects that possibly that catheter upon removal from packaging can touch the lettuced torn edges (partially outside of packaging) of where it was torn on top, thinking maybe this could have contributed to his past utis, he is not sure. Consumer was advised not use any product that he sees was contaminated prior to insertion. His md said his prostate is still enlarged possibly attributing to his retention and may need another surgery. He also suffers from constipation."